Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a call service 078 alarm issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2017 - product analysis: the device was returned and evaluated by product analysis on 09/05/2017 with the following findings: review of the pump¿s black box revealed related alarms. A call service alarm issue was duplicated during investigation. Moisture was observed on the motor flex cable connector.